Event description:
It was reported that a malfunction occurred on the customer's pump. There was no reported impact to the customer¿s blood glucose level. The customer technical support (cts) team arranged to replace the pump and sent a replacement with updated software. The customer was advised on using a backup therapy to avoid interruption in insulin delivery, put the existing pump into storage mode, and return the malfunctioning pump to tandem. The customer acknowledged the instructions and no signature was required for delivery.